Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up one day post implant, the atrial lead exhibited loss of capture and loss of sensing. A chest x-ray revealed the lead dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
New information indicated the patient tolerated the procedure well and was in condition post procedure.